Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they saw the patient at their post-operative appointment on the day of the report, and the patient had indicated that the area of their stimulation changed. The rep noted that the patient was involved in an altercation event, and had x-rays done that may have contributed to the event. They stated that they checked the device, and the system was working and charging properly. The rep was able to obtain bilateral coverage and groups for the patient to utilize. The issue was not resolved at the time of the report, as the physician wanted to revisit the patient in a couple of weeks once they felt better. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further actions were taken to resolve the issue that the patient¿s stimulation changed. The rep stated that they programmed the stimulation and achieved bilateral coverage, however the issue was unresolved. No further complications were reported or anticipated.